Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a tka surgery, the surgeon was unable to install the 54mmtritanium hip mortar outside cup. Made two attempts and was unsuccessful. Surgery was completed with a new 54mmtritanium hip mortar fake body.

Manufacturer narrative:
An event regarding a size/fit issue involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: not performed as no lot details were provided. -complaint history review: not performed as no lot details were provided conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or the device becomes available this investigation will be reopened.

Event description:
During a tka surgery, the surgeon was unable to install the 54mmtritanium hip mortar outside cup. Made two attempts and was unsuccessful. Surgery was completed with a new 54mmtritanium hip mortar fake body.